Event description:
The recipient is reportedly experiencing vertigo. The recipient was prescribed prednisone and zofran. The recipient underwent vestibular rehabilitation as well as habituation and substitution exercises.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent exercises which has improved the balance issue, but head exercises and light sensitivity can also cause dizziness. The recipient was advised to continue exercises. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.